Event description:
A perclose plunger, needles and suture were received in the returned goods lab and analyzed. The suture was found to be separated and torn. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as a suture separation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The insufficient information and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.